Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to pain and osteolysis of the proximal femur. A ceramic head and poly liner were revised to an mdm metal liner, adm/ mdm poly insert, and another ceramic femoral head. Office notes also indicate 'femoral acetabular impingement syndrome'.